Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that there was a device alert triggered. Device interrogation showed there was high impedance on the right atrial (ra) lead and threshold increased. The patient was admitted to the hospital again and testing was performed. During testing, impedance showed ¿0¿ or high. Lead revision was performed the following day. During revision, the lead was confirmed to have some small scratches on the surface and was repaired with a kit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture management threshold trend data shows minimum of 1.375v the week of (B)(4) 2015, and has been 2.5 or greater since. Threshold measurements aborted in 12 of last 15 days aborted due to high threshold (greater than 2.5v). Atrial pace impedance steady at 440 ohms through (B)(4) 2015, rises out of range (greater than 3000 ohms) starting (B)(4) 2015. Alerts for out of range subthreshold lead impedance on (B)(4) 2015.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.